Event description:
It was reported that during a da vinci assisted abdominoperineal resection, the seal from the vessel sealer extend (vse) on the superior hemorrhoidal vessel continued to fail. The surgeon isolated and resealed it several times, yet it continued to burst. A backup instrument was used to complete the procedure robotically. During follow up with the surgeon, it was stated that tissue effect was noted on the surrounding tissue, but the vessel did not seal. The target vessel was the superior rectal (hemorrhoidal) artery, not larger than 7mm, there was no tension, and the area had not been previously treated with chemotherapy or radiation. The estimated blood loss due to the insufficient seal was 100 cc, but no transfusions or additional intervention was provided due to the bleeding.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. During an advanced energy log review, system logs show the instrument was used for 30 minutes. Instrument logs do not show this instrument in the list of instruments, so it is not possible to determine if any cut or seal events were recorded with an erbe generator. The e100 logs for this instrument, however, show 1 coag event with no error and 74 seal events with 4 high initial starting impedance errors, indicating that the user likely tried to cut/seal too much tissue.